Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer was able to clear the alarm and resume insulin delivery. The customer's blood glucose level was not impacted. No further information provided.